Manufacturer narrative:
Patient demographic unknown, unable to collect patient information from account. Medtronic ent rep performed a preventative maintenance on the system and could not duplicate issue. System is working as intended. No impact on patient outcome reported.

Event description:
Medtronic ent rep called in to report the surgeon has not been able to track instruments and retain solid green status during case. No impact on patient reported.